Event description:
The event is reported as: complaint alleges: package torn on incoming inspection. Breach of sterility. Found by distributor. No patient involvement.

Manufacturer narrative:
Device sample not received by manufacturer but photo was received. A device history record (DHR) review did not show any issues related to this complaint. Complaint not confirmed from the photo received and a root cause can not be determined since the sample was not available. Manufacturer will continue to monitor and trend relating complaints.